Event description:
It was reported that the pump shut off unexpectedly while pump battery was being charged. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.